Manufacturer narrative:
Device evaluation summary: the direct current (dc) - dc converter printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted. The capacitor, reference designator c83, had severely thermally damaged. There was smoke damage on the pcb and adjacent connector. The returned graphical user interface (gui) pcb was returned to medtronic for failure investigation. A visual inspection was carried out on the returned gui pcb. It was observed that there was smoke damage which was most likely caused by the thermal damage to the dc to dc converter pcb . The gui pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up. The ventilator passed post and no errors were recorded in the diagnostic logs. Ran calibration, est and sst procedures without any errors and was placed in normal ventilation mode for approximately 60 hours, no errors were observed. The reported failure could not be replicated on the returned gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Evaluation performed by a third party distributor: the third party distributor inspected the device and noticed the dc (direct current)-dc converter and graphic user interface (gui) central processing unit (cpu) had thermal damage. The service representative at the distributor replaced the dc-dc converter and gui cpu. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If the replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator had smoke, a burn smell and shut down with no ventilation. The patient was not harmed or injured as a result of the reported event.